Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log files. No external power alarms activated from 13:39:14 ¿ 13:40:14 on (B)(6) 2024 when voltage across both power cables decreased to ~0v. The sequence of events is consistent with a loss of ac power while the controller is connected to the mobile power unit. The alarms cleared when the power source was changed to 14v batteries, the backup battery supported the system without issue during the event. The no external power events did not impact the controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. The provided information indicated that there were electrical issues with the patient¿s apartment at the time of the event. The mobile power units were not exchanged and both remain in use by the patient. The root cause for the loss of ac power was determined to be electrical issues with the patient¿s apartment. The device history records were reviewed, and the records reveals that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The device history records were reviewed, and the records reveals that the mpu, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 instructions for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, includes how to identify and resolve no external power hazard alarms. The heartmate 3 patient handbook was available for use at the time of the event and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5: additional information: no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was unknown which mobile power unit (mpu) the patient was on as they had two, 20046411 and (B)(6). The mpu was reported to have a v-lock connector on the ac power cord, and that it was unclear if the ac power cord had come loose from the outlets. It was noted that the patient had electricity issues at the time of the event in their apartment. The mpu was not exchanged.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that log files had been submitted for evaluation. The log files captured several no external power events recorded while connected to mobile power unit power during the event history. The emergency backup battery was used to support the system during these events. Motor function was not affected by this event.